Manufacturer narrative:
Follow-up #1: date of submission 09 oct 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2017 with the following findings: review of the black box data revealed that records from the date of the alleged issue had been overwritten due to continued patient use. The available black box data revealed multiple loss of prime warnings (cs162) with low non-zero force. On investigation, the pump powered on normally and was exercised for 24 hours without loss of prime duplicated. The force sensor was evaluated and determined to be within required specifications. Investigation did not duplicate the complaint. Method codes: (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.